Event description:
The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states. The pacemaker was explanted and replaced. The patient was in stable condition.

Event description:
Additional information received indicated the pacemaker (pm) was not explanted. The physician chose to monitor the pm instead. There were no consequences to the patient.

Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.